Event description:
The technician alleged that the brake set and would pop out of brake if the bed was bumped. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.